Event description:
The nurse reported a posterior capsule tear occurred. During the anterior vitrectomy, the staff noticed the vitrectomy connector on the sys was cracked. The staff forced the vitrectomy probe plastic tubing onto the sys. The surgeon was able to complete the anterior vitrectomy. The nurse stated the posterior capsule tear occurred due to a case complication. The nurse did not fault any alcon product for the posterior capsule tear.

Manufacturer narrative:
The facility biomedical department repaired the cracked connector on the sys. The customer cancelled the svc request. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replace or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).